Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter, the customer reports on (B)(6) 2010, the md indicated that the procedure was difficult to complete, alleging the dilator is not sufficiently long to help to place the catheter. On (B)(6) 2010, the pt needed that catheter changed due to an obstruction. The catheter was changed to permanent.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.